Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he was having issues with the insulin pump and went to the hospital. The customer's wife has had to call 911 twice, his blood glucose level dropped three times, and went to the emergency room. The paramedics dispatched and his doctor decreased the basal rates 4 times because of this. The insulin pump had a delivery anomaly. They never know how much his blood glucose level is going to drop. His blood glucose level dropped 150 points. The displacement test passed. The reservoir seemed to have an air bubble. The reservoir icon appeared empty but the reservoir had some insulin. She removed the insulin pump when his blood glucose level dropped and when he stabilized she would put him back on the insulin pump. She believed the insulin pump was over delivering. The device was not returned.